Event description:
The customer contact reported an electrical shock. It was reported that after the nurse plugged the device into the power board during setup of the device for clinical use, the nurse hear the power board spark and bang. At this time, it was reported that the safety switch on the power board was tripped. It was reported that the nurse reset the safety switch and unplugged the device. It was reported that while unplugging the device from the power board, the nurse received an electrical shock. The docking station was removed from clinical service. The customer contact indicated that the nurse reported numbness in an unspecified arm. The nurse was assessed in the emergency department. The customer contact reported that the nurse's electrocardiogram noted ectopic heartbeats. The customer contact reported that the ectopic heartbeats reverted spontaneously in a few minutes and the nurse was discharged from the emergency department. The nurse returned to work the following day; therefore, there were no reported adverse effect to the nurse. No medical intervention were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.